Event description:
The patient contacted lifescan and reported that their one touch ultra meter was in the wrong unit of measurement (mg/dl instead of mmol/l). The patient had purchased the meter in february to balance diabetes and try a new regimen with the lantus insulin after a stay in the hospital. In march, they visited their doctor and was prescribed 15 days of vacation due to intense tiredness. Their medication regimen was not changed and they had not experienced any other symptoms. Recently, they went to the hospital for a planned visit for their diabetes and regimen. The nurse performed a comparison between the patient's meter and the hospital meter (results not provided) and advised the patient to call lifescan to get a replacement due to inaccuracy of the meter. During troubleshooting, it was discovered that the meter was in the wrong unit of measurement. The patient did not know if the meter was set in mg/dl previously and they were not aware of the different units of measure. Results from their meter's memory were ranging from 11.5 mmol/l to 12.9 mmol/l (none of these results reflect a serious injury). The meter was set to the wrong date and time and therefore, the results provided from the meter's memory do not reflect the correct date and time. The patient had misinterpreted the results to be "115 mg/dl, 129 mg/dl", etc. However, the patient did not experience any serious injury due to the misinterpreted results. A replacement meter was sent to the patient.